Manufacturer narrative:
The explanted inserts were not returned for evaluation; therefore, a device analysis could not be performed. The device specific identifiers were not provided for one of the inserts. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. For the reported lgn ps high flex xlpe sz 7-8 11mm, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. As the potential periprosthetic joint infection was reportedly ruled out by the intraoperative culture results, and no manufacturing defects were detected, a review of the sterilization records was not deemed necessary. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. As the cause of the revision surgery (infection) was reportedly ruled out by the intraoperative culture results, no factors that could contribute to this event were delineated. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a tka surgery performed on an unknown date, the patient underwent two washouts with poly exchange on (B)(6) 2025 and on (B)(6) 2022 due to suspected infection. The intraoperative cultures yielded a negative result, ruling out any potential periprosthetic joint infection. The current status of the health patient, as well as any future surgical plans are not known.

Manufacturer narrative:
Internal complaint reference: (B)(4).